Event description:
It was reported that during a peripheral angioplasty treatment procedure, a pinhole occurred. The 80% lesion was located in a severely tortuous hepatic artery. The 3.0mm x 20/135 sterling monorail balloon catheter was inflated once to 10 atms. Upon the second attempt, the device was inflated to 14 atms when a slight decrease on the dial of the inflation device was noted with contrast media leakage confirmed under angiography. Once the device was removed, the physician identified a pinhole located in the distal shoulder of the balloon. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).